Event description:
The pump was last filled on (B)(6) 2013. The low reservoir alarm was scheduled to go off on (B)(6) 2013. Since the pump ran out, the doctor wanted to remove the pump and go back to oral medication. The patient was in the hospital in (B)(6) 2013 due to a lack of medication (both oral and intrathecal), and other stresses. They noted they ¿totally lost it¿. The patient did not want to go back to oral medications and wanted to find a doctor who would either work with or replace their current pump. The medication infused at that time was unknown.

Manufacturer narrative:
Product ID 8709, lot# j0056614r, implanted: 2000 (B)(6); product type catheter. (B)(4).